Event description:
It was reported that the pump would not change despite attempting different cables and power sources. During troubleshooting with tandem technical support, the pump stopped all insulin deliver. There was no impact to the customer's blood glucose level. It was reported that the customer had recently gone swimming with the pump on.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.